Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging a communication issue with the one touch ultralink meter. The patient stated that the result was not sent to the medtronic device. This complaint is being classified based on the customer care advocate (cca) documentation, since the patient could not be reached by phone to obtain additional information. The patient reported that the alleged issue began on (B)(6) 2014 at 1:30 p.m. The patient manages her diabetes with an insulin pump. It is not known if the patient made any changes to her usual diabetes management regimen in response to the alleged issue. The patient mentioned that she was still able to obtain blood glucose readings with the subject meter; however the result was not known. It is not clear what action the patient took in response to the blood glucose reading obtained with the subject meter. The patient stated ¿5-10 minutes¿ after the alleged issue occurred, she developed symptoms of ¿hot, clammy, and shaky¿. The patient self-treated with glucose tablets (2 tablets). At the time of troubleshooting, the cca walked the patient through checking the meter features. No replacement products were sent to the patient. Although the patient treated herself with glucose tablets, there is no indication that the subject meter caused or contributed to this serious injury. The patient confirmed that she was still able to obtain a blood glucose reading on the subject meter. However, this complaint is being reported as a malfunction because the alleged issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (09/02/2014). The patient¿s meter has been returned on 8/20/2014 and evaluated by lifescan product analysis on 8/22/2014 with the following findings:the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.